Manufacturer narrative:
A service and repair evaluation and a product development investigation were performed for the subject device (brand name 2nm torque limiting handle with quick coupling, part number 03.614.035, lot number 81185-040). The subject device was returned with the complaint that while using synapse (posterior cervical fusion) c6-t3 on (B)(6) 2017, during final tightening of set screws, the torque limiting handle would not brake (stop) at 2nm (newton meters). The surgeon felt the set screws were torqued properly after braking. The torque handles was tested after the procedure and was frozen. The service and repair evaluation technician reported the subject device failed calibration testing and reported end of service life as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The complaint condition was confirmed. The subject device was forwarded to synthes customer quality for additional evaluation. The instrument was received by synthes customer quality and was determined to have exceeded the expected instrument life (three years) established by (B)(4), therefore any recalibration could not be assured. No further actions are required as the instrument exceeds the expected life established by the supplier ((B)(4)); additional action addresses this torque limiting handle (03.614.035) regarding calibration and end of service for the device. As previously reported a service history review could not be performed as part number 03.614.035 with lot number(s) 6607687-24 is a lot/batch controlled item. The manufacture date of this item is 10-jun-2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device tested low on all 16 lobes (min: 2.005nm, max: 2.071nm, average: 2.040nm) of the acceptable 2.05nm ¿ 2.45 nm range. It is uncertain as to which of the two (2) handles was tested with the screwdriver from (B)(4) but it is likely that that the excessive force allowed by this handle led to the breakage of the screwdriver. Please refer to (B)(4) for the investigation for the screwdriver. Relevant drawings for the instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The returned instruments have exceeded the expected instrument life (three years) established by bradshaw (refer to the attached (B)(4) recommended care for torque drivers.pdf), therefore any recalibration could not be assured. No further actions are required as the instrument exceeds the expected life established by the supplier ((B)(4)); additional action addresses this torque limiting handle (03.614.035) regarding calibration and end of service for the device. The complaint condition was confirmed. The root was determined to be that the device is worn from normal use and servicing. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service and repair history record review was attempted for the subject device lot number however, the device is a lot/batch control item. The release to warehouse date is jun 10, 2011. The service history review is unconfirmed. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture/release to warehouse date: jun 10, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, while using synapse (posterior cervical fusion) c6-t3 on (B)(6) 2017, during final tightening of set screws, two (2) torque limiting handles would not brake (stop) at 2 nm (newton meters). The surgeon felt the set screws were torqued properly after braking. Both torque handles were tested after the procedure and were frozen. A stardrive screwdriver was used to test the torque handles outside of the operating room. The screw driver was fractured and the tip broke off. The procedure was completed successfully with no patient harm. This complaint addresses the events as they relate to the torque limiting handles. Please see related complaint, (B)(4), that addresses the stardrive screwdriver. Concomitant devices reported: screw, this report is 2 of 2 for (B)(4).